Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the reported symptom of "air-in-line" alarm, caused by a failed upstream sensor. Evaluation found the upper reading with a fluid filled tube to be below specification. With low ultrasonic readings it would make the pump more sensitive to air and upstream occlusion alarms. The upstream sensor was replaced.

Event description:
It was reported that a device displayed an "air-in-line" alarm when no air was present in the line. It was also reported that there was no pt involvement.